Event description:
Pt called lfs alleging that the one touch basic enhanced meter was reading inaccurately high. Medical affairs specialist called and spoke with pt in july 2003 to obtain additional info. Pt tests twice a day. On the day of the incident, pt obtained a relatively normal reading in the morning and took 70 units of insulin. Later that evening, after supper, pt obtained a "400 mg/dl" and took 40 units of insulin, instead of the usual 30 units. Later that evening prior to going to bed, pt started feeling dizzy and lightheaded. Pt decided to go to bed. Sometime during the night, pt woke up to use the restroom and have a drink, since pt was feeling low. Pt was unable to find the juice and decided to go back to bed. When pt woke up, the paramedics were in the house. Pt's daughter had noticed pt's condition and had decided to call the paramedics. The emt meter read "20 mg/dl" and pt was administered a glucose injection. Pt was not taken to the hospital. The pt had set the incorrect calibration code. Based on the info provided, the pt suffered an adverse event due to user error. Pt took additional insulin based on the meter reading, had hypoglycemia, and was administered treatment by the emt for a blood glucose reading of "20 mg/dl". The customer service rep replaced pt's test strips and control solution.